Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis therapy patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was not further specified. It was not reported if the patient was hospitalized for the event. The treatment for the peritonitis was not reported. The patient was recovered from the peritonitis and dianeal therapy was ongoing. It was not reported if the patient was retrained on the proper aseptic technique. No additional information is available.

Manufacturer narrative:
The patient received an unspecified treatment (doses, routes, frequencies, and durations not reported) for peritonitis. Should additional relevant information become available, a supplemental report will be submitted.